Event description:
Event description guidant received information that this right ventricular lead had dislodged, resulting in high thresholds. The lead was then successfully repositioned. There were no adverse patient effects reported.